Event description:
Information was received that the "peep" of smiths medical pneupac parapac plus ventilator is "off on high end" and the device is missing knob covers. No adverse effects were reported. .

Manufacturer narrative:
One pneupac¿ parapac plus was returned for analysis in good condition. One knob cover was observed to be missing upon visual inspection. The peep control setting was checked revealing that the setting and pressure was found to be outside tolerance. Based on the evidence, the complaint was confirmed. The root cause was found to be that the ventilator was out of calibration.